Event description:
The customer reported a precharge voltage error. This error will prevent the system from booting. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board. The system operates as intended.